Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study updated the device diagnosis to pump migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient had pain at the pump site, greater than two weeks following implant, which the patient attributed to lifting too much too soon on (B)(6) 2016. It was indicated the event was related to the device or therapy. The patient was instructed to resume wearing the abdominal binder or a girdle and avoid lifting heavy weight. It was noted the issue was ongoing. Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was receiving hydromorphone 2.0mg/ml for a total dose of 0.3764mg/day and bupivacaine 30mg/ml for a total dose of 5.646mg/day via an implantable pump. No further complications were reported/anticipated. Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was instructed to apply pressure to the site on (B)(6) 2018. Examination on (B)(6) 2018 showed the pump was slanted forward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated that the patient's baseline weight was 184 pounds. No further complications were reported/anticipated.